Manufacturer narrative:
According to the manufacturer's release data, it has been verified that the lot number 6gfee09b printed on the returned bottle of contour next test strips does not exist in the database of ascensia diabetes care (adc). This lot was never produced by the manufacturer. The number at the bottom of the bottles showed a valid contour test strip lot number of 5cj3b31, which has an expiry date of 31-mar-2017. An in-house testing was performed and the returned blank test strips were inserted into a reference contour meter. The test strips were recognized by the reference contour meter, displaying that they are contour test strips. However, these test strips could not be verified due to invalid lot number or suspected expiry date. Based on adc's investigation, there is a strong indication that the label on the affected lot of test strips was tampered. The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer called because he received wrong strips for his contour next ez meter from the (B)(6)'s website. The customer indicated that some of the strips he received were printed with a logo and some were not. The ones without a logo displayed an error on his meter and on a replacement meter that was sent to him due to this situation. There was no allegation of an adverse event. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer.